Event description:
It was reported that during a vascular procedure, the skin stapler malfunctioned on the first staple; was not used after misfire. Had to open another skin stapler. There was no pt consequence. One device is being returned.